Manufacturer narrative:
The device was returned to medtronic for eval. Prod development engineer eval found that the anchor post fractured at the interface between the smooth shaft and thread form. A review of the device history records found no documentation to indicate a non-conformance to spec. It also revealed this instrument was mfg to an earlier revision. A more robust instrument is currently available. Unable to determine cause of the event.

Event description:
It was reported that the anchor posts were broken during surgery. The surgeon was able to retrieve the fractured parts from the pt. No pt complications were reported.